Manufacturer narrative:
The manufacturing location and event date with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 62 mg/dl while their blood glucose reading was 147 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 65 mg/dl. The suspend on low limit in the sensor setting was 65 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test.